Manufacturer narrative:
Analysis of the catheter on (B)(4) 2017 revealed that damage occurred to the catheter body and / or guidewire during the implant procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# : (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported that there was a broken catheter tip. During the initial catheter placement, the distal tip of the catheter was hooking in the intrathecal space. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. A different, new catheter was used as interventions/actions. The issue was resolved at the time of the report and the patient status was alive with no injury. Surgical intervention did not occur and was not planned. The patient¿s weight and medical history were asked and would not be made available. There were no further complications reported or anticipated.